Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that there was a small tear in the inner packaging and the sterility was in question. During preparation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. Upon opening the outer box, it was noted that there was a small tear close to the glue seal of the inner packaging. Due to the sterility being questioned, the catheter was replaced. The procedure was completed successfully without patient complications. The catheter will not be returned for laboratory analysis.